Manufacturer narrative:
Pump passed self-test, however, unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer ring. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap does locks properly into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, cracked keypad overlay, missing o-ring(reservoir tube), detached retainer, broken reservoir tube lip, corroded battery tube, corroded motor home switch. Confirmed rewind anomaly due to missing retainer ring and cosmetic damage at back of the pump was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on back of the insulin pump and also reported unable to complete the rewind process. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.